Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. The contact disconnected the infusion set from the cartridge and reportedly did not observe insulin drops exit the cartridge patient line. Tandem technical support advised the contact to change the cartridge; contact acknowledged. The contact declined further troubleshooting. There was no known impact to the customer's blood glucose was the pump was not yet used for insulin therapy.